Event description:
During a review of pt files at another hospital, the contracted surgeon discovered info about a meningitis event. A pt contracted meningitis 10 days post-implant with model ab-5100h-11 this year. The csf analysis reportedly confirmed pneumococcal. There was no cochlear abnormality. He noted that the middle ear inflammation was recorded in the documents during this meningitis event. Antibiotic treatment was prescribed and was continued after the pt was released from the hospital. The surgeon was not absolutely sure but assumed that the pt recovered due to the fact that the antibiotic treatment was reportedly continued. Unfortunately, he is unable to disclose the source since he is under a confidentiality agreement with the contracting hospital.